Event description:
It was reported that a health care provider (hcp) could not get an EKG for a patient with their implantable neurostimulator (ins) on. It was stated that all the hcp could get was a flat line on the EKG machine which was believed to be 'working fine.' It was recommended that the ins be turned off, but the hcp said that would be impossible because then the patient would shake too much. It was stated that the patient's therapy was 'great.' It was also reported that the last time the patient had a surgery the ins was turned off and the patient 'just about jumped out of bed because he was shaking so badly.' No further information was provided. More information has been requested, and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v632931, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v591641, implanted: (B)(6) 2011, product type lead. (B)(4).